Event description:
During a routine shift check by a clinician, the device inappropriately displayed a "poor pad contact" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.